Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and essure removed') and hysterectomy ('hysterectomy') in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. In 2009, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and essure removed 2014). Essure (ess205) was removed in 2014. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered hysterectomy and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and essure removed') and hysterectomy ('hysterectomy') in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. In 2009, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and essure removed 2014). Essure (ess205) was removed in 2014. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered hysterectomy and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.